Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a rapid rise in pace impedance measurements within normal limits. Review of rv impedance trends also showed a sudden drop in measurements, which correlated with the newly implanted lead after it was connected to the same can. No additional adverse patient effects were reported.